Manufacturer narrative:
(B)(4) - the quantum maverick monorail mr device was received for analysis with original product shelf carton. Device was received in two pieces. Proximal end measured 75.5cm from manifold to breaking point. Distal piece measured approximately 74cm from break to distal tip. Balloon was tightly folded. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on additional information received (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the balloon would not cross the tortuous lesion. Details of the lesion are unknown. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. However, it was learned that the shaft broke.